Event description:
A surgeon reported that a memory lens iol was implanted in a pt's eye in 1999 which was since opacified. Pt has complained of foggy, dull vision. Several requests have been made to obtain add'l info. No further info is available.